Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The incomplete expansion of the enterprise2 vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, the treating physician was required to perform additional surgical interventions (i.e., massage the proximal markers, balloon dilation, and implant a second stent inside the enterprise2 stent) to open the stent completely and preclude patient harm. Based on the required surgical interventions, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 07-nov-2025. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/ 9391498) was used for an angioplasty procedure. During the procedure, the user reported incomplete expansion of the enterprise2 vascular reconstruction device. The physician used a micro- delivery wire to massage the proximal markers and used a balloon catheter (other brand) for dilation, but the proximal markers of the stent did not fully open or expand as intended. Then the doctor released the second stent in the first stent and completed the surgery. The microcatheter was not replaced. There were no reports of resulting patient harm or procedural delay. No further information was made available at the time of this review.